Manufacturer narrative:
(B)(4)

Event description:
It was reported that review of the merlin@home transmission indicated oversensing on the ventricle channel, leading to inhibition of pacing. This was noticed in an auto mode switching episode. Session records confirmed signals of myopotentials and programming changes were recommended. It was later noted that programming changes were made. Patient was fine.